Manufacturer narrative:
It was reported that "the 10cc syringes in the pre packaged epidural trays are leaking." The customer reported that the leakage occurred while "trying to administer dye for an epidural." The customer said that the patient "was not affected" and that the "syringe was replaced with another one." The customer stated that the procedure was able to be completed and that there were "no injuries or complications." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "the 10cc syringes in the pre packaged epidural trays are leaking." The customer reported that the leakage occurred while "trying to administer dye for an epidural."